Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014:the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 8 months post implant of perfix plug, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no, UDI no, expiry date), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral recurrent hernia thereby underwent open repair with the implant of two perfix plug. Per operative notes, ¿on right side, direct hernia sac was identified and excised. A perfix plug (device #1) was placed in that area, secured with tacker, and then onlay synthetic mesh was placed on the inguinal floor, secured medially to the pubic tubercle, inferiorly to the shelving edge, superiorly to the conjoined tendon, laterally to each other. The exact same surgery on the left side was performed and the hernia was in the internal ring. Then a perfix plug (device #2) and onlay synthetic mesh was used to fix that just as on the other side.¿ (B)(6) 2017 - patient was diagnosed with umbilical hernia and recurrent bilateral inguinal hernias thereby underwent robotic assisted laparoscopic repair. Per operative notes, ¿a small umbilical hernia containing omentum was reduced. The umbilical hernia defect and bilateral inguinal hernias were seen. The left sided hernia contained colon. A plug (device #1) was also found adherent to the spermatic cord and the hernia defect was completely reduced and placed left-sided synthetic mesh. On right side, a direct hernia was found at the midline. There was an old mesh (device #2) in the direct hernia. The hernia was completely reduced and placed right-sided synthetic mesh. The umbilical hernia was closed laparoscopically using suture.¿ attorney alleges that the patient had adhesions.